Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The patient presented to the emergency room (ER) with urinary retention. Computed tomography (CT) showed a fluid collection around the gel. The patient was catheterized. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6), 2021. The patient presented to the emergency room (ER) with urinary retention. Computed tomography (CT) showed a fluid collection around the gel. The patient was catheterized. ***additional information received on march 15, 2022**** fiducials were administered in the same procedure and there were no issues with the placement. The procedure was done under local anesthesia. On (B)(6), 2021, magnetic resonance imaging (MRI) was performed post-placement, and no rectal wall invasion was seen. On one image slice, there appears to be gel slightly under the prostate capsule near the midgland. The gel appeared bunched up in a ball and not spread out. On (B)(6), 2022 the patient had cyberknife stereotactic body radiation therapy (sbrt). On (B)(6), 2022 the patient presented to the emergency room in urinary retention with acute kidney pain. A foley catheter was placed and 1400cc came out. Tamsulosin was started and renal ultrasound eventually showed that the hydronephrosis resolved. The patient failed a voiding trial on (B)(6), 2022 and also on (B)(6), 2022. A foley catheter was placed and is still in use. Computed tomography (CT) scan showed a very large fluid collection mostly posterior to the gel and surrounding the gel which is thought to cause the prostate to be torqued causing the urinary obstruction. There is possibly an infection or inflammation causing an abscess.

Manufacturer narrative:
Additional information received on march 15, 2022 update in the following: block b1:adverse event/product problem. Block b5:describe event or problem. Block h6: patient code/device ar-code. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Clinical code e172001 captures the reportable event of abscess. Clinical code e1309 captures the reportable event of urinary retention. Clinical code e2330 captures the reportable event of pain. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.